Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, the following correction to b5 as information was inadvertently omitted: it was stated that the device was evaluated, and the customer's allegation was not confirmed. Correction: the device was evaluated, and the customer's allegation was not confirmed. However, it was observed that the adhesive had been removed and recoated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, as the adhesive appeared to have been recoated, no root cause cannot be determined. The event can be detected/prevented by following the instructions for use: tjf-260v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the lead lifter (elevator) screw of the duodenovideoscope was loose. The issue was found during preparation for use for an unspecified diagnostic procedure. The patient was not under anesthesia. There was no report of patient harm associated with the event. The device was returned for evaluation. During the device evaluation found the adhesive of the distal end was detached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was evaluated and the customer's allegation was not confirmed. There were no additional malfunctions found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.